Manufacturer narrative:
The device evaluation performed by arjo field service engineer revealed that the emergency lowering pin was not fitted. The home manager and the facility staff confirmed that this component was not in place when the maxi move was used. The reported case was consulted with the manufacturer to identify the cause of the drop. As it was indicated that the emergency lowering locking pin was not fitted it was decided to verify whether the missing pin could cause the unexpected lowering. Based on the collected information, even the pin is not fitted, the lift can be operated without any issue. No drop occurred. It can be concluded that the missing pin could not lead to the alleged unintended lowering. As no other issues were found, the cause of the movement could not be determined. The emergency lowering mechanism components were replaced and the load test was conducted three times. The proper lift operation was confirmed. The instructions for use dedicated to maxi move (001.25060.en) warns: "if in doubt about the correct functioning of the maxi move, do not use it and contact the arjo service department". To sum up, arjo device failed to meet its specification since the unexpected drop occurred and the emergency pin was missing. The device was used for a patient transfer. The complaint decided to be reportable due to reported fast uncontrolled lowering of the maxi move mast during use with patient.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
Following information reported by the facility staff, the mast allegedly dropped unintended during use. The maxi move was located above a wheelchair which was the designated end location for the patient. After the unexpected movement the floor lift was taken out of use. The engineer inspected the maxi move and found the emergency lowering locking pin was not fitted. The device will be repaired when the spare parts will be available.